Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed frequent undersensing of the atrial lead during atrial arrhythmia episodes. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.